Event description:
Caller reported an alarm 2 followed by alarm 26, along with more than one occlusion event in the past two weeks. These issues did not cause the customer's blood glucose level to exceed 500 mg/dl or for the cgm to read ¿high.¿ customer resolved the issue by changing the infusion set and cartridge and resuming insulin use.